Manufacturer narrative:
H6: the authorized third-party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it being unable to maintain peep (positive end expiratory pressure) was confirmed, resulting in the device measuring lower peep than set. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.